Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. While the use of expired contact lens care solution would be considered a user error related cause or contributing factor, it is unknown if the device(s) involved in the incident were cleaned using the expired solution. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Event description:
Additional medical information received 05 july 2023 from the treating optometrist. It is reported that the patient was using the lenses as continuous wear (up to 30 days / 29 nights of continuous use) and only removing for cleaning or replacement at shorter intervals if an inconvenience was experienced. Per the optometrist, as reported by the patient, the patient failed to identify that the solution being used at the time of the incident was beyond its expiration data. Lens care solution being used at the time of the incident was optifree express (alcon), not a coopervision device. The optometrist identified a paracentral inferior corneal infiltrate, possibly keratitis, and referred the patient to an ophthalmologist at molndal eye hospital. Corneal cultures were taken and confirmed a microbial keratitis diagnosis, specific culture results not provided. The patient was treated with chloramphenicol and levofloxacin for two weeks. The incident is indicated as fully resolved with no impact on visual acuity or other permanent injury or impairment.

Event description:
It is reported that the patient was seen for medical treatment on (B)(6) 2022 after experiencing symptoms of redness and pain of the right (od) eye after using the lens as continuous wear; up to 30 days / 29 nights of continuous use. The treating physician identified a paracentral corneal infiltrate, possibly keratitis, and referred the patient to an ophthalmologist who confirmed the keratitis diagnosis. The patient was prescribed unspecified medicated eye drops was instructed to temporarily cease contact lens wear for two weeks. The patient was seen for a follow-up appointment by the ophthalmologist with improvement, but an additional month of contact lens cessation was recommended. The reporting optometrist indicates that the patient was seen for follow-up on (B)(6) 2023, after completing treatment with the ophthalmologist, and the incident has fully resolved. The patient has returned to contact lens use with no permanent injury or impairment.

Manufacturer narrative:
(H3): no product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.